Event description:
At approximately 12/a on 12/2000, the patient, while making a snack, started to sweat and could not think straight. Pt tested their blood glucose on their one touch basic meter with a result of 33 mg/dl, ate a snack and drank soda, tested again and obtained a reading of 36 or 44 mg/dl. Upon the advice on their physician, pt consumed sugar foods, retested, obtaining 54 mg/dl and drove theirselves to ER. Their blood glucose upon arrival was 327 mg/dl. Pt was not treated.